Event description:
It was reported during servicing the feild service engineer (fse) found that the blower is running intermittently. The customer reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Conclusion / root cause: the blower assembly passed all testing. Blower intermittently not working could not be duplicated. There were no faults found with the blower assembly. This report is being submitted as part of the remediation for CAPA (B)(4).